Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled the altitude operating range. The customer's blood glucose was 90 mg/dl. Reportedly, customer ultimately cleared alarm and customer continued using pump for insulin therapy.